Event description:
The hcp reported that the patient was experiencing return of pain and underwent catheter revision. A rotor study was performed and was reported to be fine. The patient had a catheter revision on an unknown date in 2006. It is unknown what the issue was with the catheter. The patient has reported having multiple surgeries for issues related to catheters. The patient recovered without sequela.